Event description:
It was reported that during a duodenal switch procedure, the instrument was placed on stomach tissue with gore seamguard buttressing material placed in the jaws. The instrument was closed in a normal fashion. When the surgeon attempted the first firing stroke, it was difficult to fire and then a crack was heard as the firing handle was squeezed. The surgeon then attempted to remove the instrument and was unable to open it after both pushing the release lever, and pulling up the manual release lever multiple times. After extended attempts, the surgeons cut around the endocutter to remove it from the pt stomach. The area had to be sewn by hand, there was no known further adverse effect to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.